Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 74 mg/dl (aviva) and 31 mg/dl (hospital's meter) customer was admitted to the hospital, where the readings above were taken. Customer was treated with a "glucose shot" at the hospital. Customer's reading on the hospital meter was 89 mg/dl about 30 minutes after treatment. Customer was kept in the hospital overnight and was released. Requested return of suspect device and replacement was sent.